Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a blackout occurred during angulation adjustment during maintenance involving an olympus colonovideoscope. There was no patient involvement.